Event description:
It was reported that: "the surgeon was performing a total hip with cutting edge advantage instruments. Axial reamers were unavailable and he elected to use competitor reamers. Reaming was followed by broaching to a pf 10 broach. He reported good fit with the broach and selected a #10 securfit max stem. During implantation, dr reports the stem failed to achieve fixation and sunk well below the level of the broach. Dr reports then elected to implant a #11 securfit max stem. He reported satisfactory fixation and motion with the #11 stem. He would like the broaches to be evaluated for compliance with our instrument parameters."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available then it will be submitted in a supplemental report.